Manufacturer narrative:
(B)(4). Customer declined replacement and he will not use truemetrix meter anymore. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results and stated that his meter is reading high results for him. Customer stated his normal blood sugar range of reading is between 120-150 mg/dl fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed and results in 229 mg/dl and 199 mg/dl customer stated he is fasting. Customer stated he did open the vial of strips on (B)(6) 2016 and that he stored the meter according to specification in the living room. The test strip lot manufacturer's expiration date is 3/28/2017. Customer refused to provide information from the meter's memory.